Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a fibrin sealant was used. During the procedure, when the product was opened, the cannula applicator was cracked and wouldn't spray. A second like kit was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report to 3003183625-2019-00001. All information related to this event will be captured in 3003183625-2019-00001.